Event description:
In 1994 patient underwent left total hip replacement. Post-op, in 2000, x-rays revealed stem had debonded. As a result, the left hip was revised where debonding, gross loosening, and osteolysis were confirmed. The stem, femoral head, adn acetabular shell and liner were all removed.

Event description:
It is reported that on 11/14/1994 pt underwent left total hip replacement. Post-op, on 3/3/2000, x-rays revealed stem had debonded. As a result, on 5/3/2000, the left hip was revised where debonding, gross loosening, and osteolysis were confirmed. The stem, femoral head, and acetabular shell and liner were all removed.